Event description:
It was reported that the stent inadvertently deployed. This eluvia drug-eluting vascular stent system 6x60, 130 cm was selected for use in a percutaneous transluminal angioplasty procedure. When the stent was placed in the guide sheath, it inadvertently deployed before the safety trigger covering the deployment caster had been removed. This occurred prior to introduction to the puncture site. A new stent was used to complete the procedure and there were no patient consequences.